Manufacturer narrative:
Upon follow up it was reported that pd therapy was discontinued and the patient was currently receiving hemodialysis therapy.. The device was not received for evaluation; therefore, a device analysis could not be completed. The likely cause of the reported events was associated with use error, ¿connected the device to a vehicle as there was no power in the house¿ and initial drain volume was 2ml. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced fullness, abdominal pain and shortness of breath during drain 2 of 5. The patient was connected to the homechoice pro device at the time of the events. The patient reported they connected the device to a vehicle as there was no power in the house. The patient reported this was their first night performing pd therapy. The patient reported they were worried the vehicle would stop running so the patient wanted to end therapy and disconnect. The total fill volume was 5012 mls. The total drain volume was 6465mls. The initial drain volume was 2mls and the fill volume was 2500ml. The patient reported they retained 51% of previous cycle volume. The patient stated that draining relieved the symptoms. Renal therapy services (rts) advised the patient to inform the pd nurse. The patient stated they would disconnect and continue with therapy once the power is back on. The device was operational, and a swap was not necessary. No additional information is available.